Manufacturer narrative:
The electrode returned was extensively analyzed . During the investigation, the electrode was visually , electrically and mechanically checked .upon visual inspection sections were found in the insulation and deformation of the helix , which are probably due to the surgery. During the ongoing analysis showed no further deviations from the technical specifications , which might be related to the clinical complaint . The electrode proved to be conform to specification and properly. In summary, there was no evidence of material or manufacturing defects .

Event description:
(B)(4) MDR - it was reported that an increase in the rv pacing threshold to 3.1 v was detected during the discharge follow-up. The date of implant was not provided. No deterioration in the patient's state of health was reported. The device was explanted.